Event description:
The hospital reported that during a coronary artery bypass procedure, two aortic cutters deployed, but did not create the aortotomy. A replacement aortic cutter was used to complete the procedure. No patient complications were reported by the hospital. The maquet field clinical representative discussed this case with the surgeon and discovered that this was a second coronary procedure for this patient and there was more scar tissue observed. This report is for the first aortic cutter.

Manufacturer narrative:
Investigation results: the visual inspection showed that the actuation button, safety lock, and cutter had been actuated. The device was received with the protective cap cover over the needle. The needle appeared to be straight and undamaged. The cutter distance measured was within specification. The circumferential cutting edge of the tube appeared sharp with no non-conformities found. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.